Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. According to the patient, on (B)(6) 2025 , the patient experiencing problems with her vision and passed out. The patient cannot recall how long she was unconscious. When she woke up, she was unable to walk or stand. The patient called for an ambulance and checked her cgm which displayed 112 mg/dl. Upon arrival, no treatment or bg was checked by paramedics and was transported to the hospital. While at the emergency room (ER), they did a fingerstick and it was reading 52 mg/dl while the cgm is 96 mg/dl. She was given food and intravenous fluids. A series of tests were also performed, including a cat scan and it was confirmed that she did not sustain any serious injuries when she passed out. The patient was discharged the next day. At the time of the report, the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient passed out. The reported glucose values fall within the c zone of the parkes error grid when checked in the ER. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).